Event description:
The customer reported an unknown issue connecting the transmitter. Further information found that the system was not booting correctly. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. System software was reloaded during the service event. The system was tested and found to be working as intended and put back into service.